Event description:
The customer reported that insulin was leaking, but she was not able to determine where the leaking was coming form. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed tot he event as no product has been returned. No conclusion can be draw at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.